Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on the pump and the touch screen became shattered. Customer was unable to interact with the pump due to the damage. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.